Event description:
Patient reported "rupture". This record is for the left -side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.1., b.3., d.3.

Event description:
Patient reported "rupture". This record is for the left -side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Un-report non-abbvie device.